Manufacturer narrative:
The involved device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of user facility information and reserve samples from the reported product code/lot number as well as the surrounding lots. Visual inspection of the retain samples confirmed no anomalies were noted. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that there have been no previous reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the sheath may have come into contact with scar tissue or calcification, causing it to kink. Another potential cause could be that the skin incision created at the puncture site may have been too small, causing the sheath to kink upon insertion. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned.

Event description:
The user facility reported a kink on the device used during a procedure. Follow-up communications with the user facility confirmed the following information: the pinnacle sheath kink during an rhc procedure; this caused a hematoma distally after the procedure; the procedure was completed; no other device was used; and the patient is reported in good condition.